Event description:
It was reported that (1) lcs15 was used during a unknown procedure. It was reported by the affiliate that there was no hemostasis. Opened another lcs15 to complete the case. No adverse pt outcome.